Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the function using a trainer and intra-aortic balloon (iab) for one hour. The iabp functioned satisfactorily. No issue was found with the pressure port. The pressure cable was in use on another patient and was functioning correctly. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) pressure transdcuer would not zero. The iabp was swapped for another. No patient harm, serious injury or adverse event was reported.